Event description:
The customer reported to olympus, the camera head had an image problem. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there are lines on image when moving cable. Additionally, the unit also failed leak test due to small cut on wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lines appeared in the image because of communication failure occurred due to a faulty cable and we could not surmise the cause of the faulty cable. The event can be prevented by following these descriptions: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head experienced artifact (black line) across the screen. When an alternate camera was used, the artifact was not present. The artifact can be duplicated by manipulating the connector in the port. The issue was found during an unspecified therapeutic procedure. There were no reports of patient harm.